Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces.no frozen screen noted. No moisture damage found inside the insulin pump. Unable to perform the occlusion test due to button keypad anomaly. The insulin pump was received with cracked case at the display window corner, battery tube threads, broken belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump's display was frozen, so she changed the battery and the device alarmed button error. The customer's blood glucose level was 425 mg/dl. The customer treated with a manual injection. The device was exposed to moisture via sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.